Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast reconstruction with a 440cc mentor memoryshape breast implant and experienced postoperative left-sided breast pain. The pain began after their unilateral mastectomy and breast reconstruction procedures on or around (B)(6) 2014 and has continued ever since. The patient consulted their medical professional and underwent an MRI, and the findings came back normal. No issues were identified, and no treatments or medications were provided. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.